Manufacturer narrative:
(B)(4. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump did not alarm low battery alert prior to the prior to the off no power alert twice. Customer blood glucose at the time of incident 124 mg/dl. Troubleshoot was performed. Customer was advised unattended alarms will drain battery. Customer inserted new battery but the issue reoccurred. Customer states the battery cap was not loose, cracked or damaged. Customer states the type of battery in use was (B)(4) aa alkaline. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump not received stuck in manufacturing mode. Pump was received with normal operating currents and no unexpected low battery alarm or replace battery now alarm noted during testing or in the pump trace download. Pump trace download analysis confirmed the pump alarmed power loss alarm and replace battery alert. The power management tool confirmed power loss alarm and replace battery alert was triggered battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Unit was received with scratched case.